Event description:
Revision surgery - patient was diagnosed with osteolysis around the tibial screws; surgeon removed screws, injected bone cement in place of screws, and replaced the old tibial insert with a new one.

Manufacturer narrative:
Very little information received. Encore will continue to pursue the information and will submit a follow-up report when the information is received.